Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced left side of mesh separated from fascia, adhesions, recurrence, episodes of coughing, bulge, and mesh erosion into viscera. Post-operative patient treatment included explant of mesh, hernia repaired with mesh, separate surgery with removal of most of mesh, partial resection of omentum, right/ left myofascial advancement flaps, resection of skin/ subcutaneous tissue, intervening fascial bridge incised, and small bowel resection.